Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown, unknown cup, lot #: unknown. Item #: unknown, unknown liner, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02945: cup, 0001822565-2019-02947: liner.

Event description:
It was reported that the patient was scheduled for revision due to dislocation and cup loosening. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. X-ray review confirmed right hip superolateral dislocation. There is lucency along the central and inferior margins of the acetabular cup consistent with loosening. Abnormal radiolucency consistent with lesser trochanter osteolysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.